Manufacturer narrative:
The customer had checked the recently supplied sternal saws and flexible driver cable with their existing motor and found that both saw and cable are functioning properly. Will need to troubleshoot ce motor and foot switch.

Event description:
Upon receipt of the device, the user reported that the torque generated by the sternal saw motor was insufficient (unable to cut the sternum easily). This was an "out of box" failure. There was no pt involvement.